Event description:
When the bovie pad was removed, an l shaped area on the pt's left leg was red and appeared to look like a possible burn. Surgeon was notified, the bovie pad lot #62290217x was saved and the package retained. The bovie machine ahoresu30 was sequestered to be checked by biomed. The family was notified and pictures of the area were placed in the chart. The surgeon stated to apply polysporin ointment to the area. When the pt was rechecked in pacu, the bag looked less red and appeared to have bruising/ petechiae along the l shaped area.